Event description:
It was reported that t-wave oversensing was observed. The device was reprogrammed to resolve the event. The patient was stable.

Event description:
Additional information was received indicating that post-paced t-wave oversensing was observed.